Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis information:product ID# 5076-52 a proximal portion was received measuring 40 cm. A distal portion was received measuring 40 cm. The outer insulation of the lead was extrinsically breached due to melting, the outer insulation of the lead was extrinsically breached due to a tear, visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: explanted: (B)(6) 2013, product ID 694965 lead; implanted: (B)(6) 2005, explanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the atrial lead was damaged during the extraction process. The lead was being prophylactically removed due to the patient's chronic atrial fibrillation per the physician. The patient was having a system upgrade procedure. The lead has been returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID (B)(4) implantable cardioverter defibrillator (ICD) implanted: 2011 (B)(6), explanted: 2013 (B)(6); product ID 694965 implanted: 2005 (B)(6), explanted: 2013 (B)(6). (B)(4).

Event description:
It was reported that the atrial lead was damaged during the extraction process. The lead was being prophylactically removed due to the patient's chronic atrial fibrillation per the physician. The patient was having a system upgrade procedure. The lead has been returned. No patient complications have been reported as a result of this event.